Manufacturer narrative:
Event conclusion cpi analysis found that the ipg paced and sensed normally during manual testing. The ipg has no telemetry transmissions and does not communicate. The ipg could be telemetered when connected to an external power source. The ipg case was removed and internal visual inspection noted a lead for the telemetry coil was loose within the solder joint. Resistance measurements from the wire to the solder joint noted an intermittent connection. Additional testing found a broken telemetry coil winding. It is concluded that the broken telemetry coil winding caused the loss of telemetry seen in the field and the intermittent telemetry found during analysis.

Event description:
Event description cpi received information that this implantable pulse generator (ipg) could not be interrogated while still in the packaging.